Event description:
It was reported that a patient incident occurred with the erbe electrosurgical unit (esu/generator) during a laparoscopic cholecystectomy. The esu was used with a neutral electrode (ne) from an unknown manufacturer. No other information was provided regarding any other accessory used or the esu settings employed during the incident. Per the account, the ne became partially detached from the patient's skin when medical personnel re-positioned the patient. Nevertheless, the neutral electrode indicator light stayed "green." In was observed, presumably after the procedure, that the patient had a slight burn with redness of the skin at the site where the neutral electrode was attached to the patient's right thigh muscle. To address the burn, wound care with iodophor disinfection was applied to the affected area and the patient was given a local anesthetic for pain relief.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The esu was/is within specifications, and all features were/are functioning properly. Additionally, no anomalies were found in the device history record (DHR) of the involved generator. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Upon further investigation, it was revealed that the involved neutral electrode (ne) was being reused by the hospital. Erbe also doesn't know if the ne is compatible with the erbe esu or if it is capable of being actively monitored by the unit's neutral electrode safety system (nessy). The are many warnings in the generator's user manual addressing the mitigation of ne (pad) burns.